Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the hd epscp,1.9,30,60,cw_storz had poor image quality, was confirmed. It was found that the needle outer tube was bent, the distal tip was damaged, and that the compact objective was loose. The device was repaired using spare parts, tested and found to be working according to specifications. User mishandling of the device is the most probable root cause of the physical damage to the device, causing the objective to become loose. The defective components of the device would have caused the device to not function as intended by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Additional procode: eob complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a mitek employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the sales representative was preparing for the case, it was noticed that the hd epscp,1.9,30,60,cw_storz had poor image quality. They were able to complete the case with another like device. This did not cause a surgical delay and there was no patient harm. This is report 1 of 1 for (B)(4).